Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that almost at the end of the procedure, the navistar thermocool catheter could no longer be visualized on the carto system. They changed the mapping cable but the problem persisted. They then changed the catheter and this resolved the issue. The exact error message was unknown but the error message recommended to change the catheter cable and then change the catheter. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter, it was noted by the bwi failure analysis lab that the tip dome had char on the proximal side. The char measured about 3mm in length and 1.5 mm in width. This condition was not reported by the customer. The presence of char on the catheter is indicative of a reportable event. The catheter was tested and it passed electrical, temperature, generator and irrigation tests. Then the catheter was tested per the reported event on eeprom, carto and calibration test and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the visualization issue could not be confirmed. During the investigation char was observed, however since the catheter passed specifications the root cause of the char remains unknown.

Event description:
It was reported that almost at the end of the procedure, the navistar thermocool catheter could no longer be visualized on the carto system. They changed the mapping cable but the problem persisted. They then changed the catheter and this resolved the issue. The exact error message was unknown but the error message recommended to change the catheter cable and then change the catheter. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted by the bwi failure analysis lab that the tip dome had char on the proximal side. The char measured about 3mm in length and 1.5 mm in width. This condition was not reported by the customer. The presence of char on the catheter is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report. Upon request, the bwi field representative provided additional information on the event. There was no mention of the char on the navistar thermocool catheter. The char was not noticed as the product is usually packed in the original box and then given to the bwi field representative. It was an irrigated ablation. They were in temperature control mode. In general they ablate in temperature control mode at 30w 40° at 20ml flow rate. No impedance rise was reported. No abnormal catheter irrigation was reported. No information available on how long the ablation was delivered at the same site. It was confirmed that there was no patient injury reported in this case.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).